Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. The unit returned has wire broken as part of overall visual revision. The device has the body broken approximately at 317.5 cm from the proximal end; the distal section of the guidewire was returned and it is broken approximately at 12.5 cm from the distal tip. Besides, the guidewire is kinked approximately at 218.5 cm from the proximal end. Dimensional inspection was done. Overall length could not be performed due to device condition. All other outer diameter were within specification. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jan-2018. It was reported that removal difficulties occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A rotawire¿ was selected for use. During procedure, it was noted that resistance was felt when the rotawire was being removed from the patient's body. Procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the device has a body broken approximately 317.5cm from the proximal end and approximately 12.5cm from the distal tip.